Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a low blood glucose (bg) level of approximately 40 mg/dl. Customer consumed apple juice to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.